Manufacturer narrative:
Model number/catalog number 72400152, (B)(4), model/catalog description reservoir 65ml. Model number/catalog number 72401110, (B)(4), model/catalog description cxm pump.

Event description:
It was reported that 16cm cxr inflatable penile prosthesis (ipp) cylinders were removed, due to fluid loss with tear on right cylinder and ballooning (swelling) occurring on left cylinder.15cm x 12mm cx ipp cylinders were implanted. No further patient consequences were reported in relation to this event. The event was reported as resolved.

Event description:
It was reported that 16cm cxr inflatable penile prosthesis (ipp) cylinders were removed, due to fluid loss with tear on right cylinder and ballooning(swelling) occurring on left cylinder.15cm x 12mm cx ipp cylinders were implanted. No further patient consequences were reported in relation to this event. The event was reported as resolved.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. 72400152, 752906017, reservoir 65ml . The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. 72401110, 754231004, cxm pump. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.